Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 26-jan-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 09-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual. It was reported there was a short circuit between electrodes 0 and 1. The monopolar impedances on both electrodes was 750 ohms, and bipolar between 0 and 1 was approximately 50 ohms. There were no symptoms that the rep was aware of. No environmental/external/patient factors were known. Impedances were tested on both the a610 and the 8840 at 3v with similar results. The physician was to intervene and create new groups: a - monopolar 1-, b - bipolar 1-, 2+, c - monopolar 2- (to avoid using contact 1, if the issue worsens). The issue was not resolved. No patient symptoms or further complications were reported as a result of this event.